Event description:
Hosp consistently obtained psa values of 0.4 to 0.9 ng/ml on a post prostatectomy pt on the dade behring dimension rxl. Expected <0.1 ng/ml since prostate removed. Pt was prepped to undergo radiation treatment based on rxl result. Treatment was not given as a result of further study by physician and subsequent psa value of <0.1 ng/ml on a device from an alternate MFR. Internally obtained a psa value of 1.1 ng/ml on a serum sample sent to dade behring from this pt. Add'l internal testing on sample after pretreatment with a non-specific binding blocking agent obtained 0.1 ng/ml. Concluded pt sample contained a heterophilic antibody that caused non-specific binding and subsequent false positive on rxl.